Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a resection the stapler was applied to tissue, the handle could be squeezed, the device could cut, but no staples were deployed. There was tissue was damaged and surgical time was extended. The patient's last known status is reported as fine.